Event description:
Litigation papers received allege patient had pain and elevated ion levels after asr hip implant.

Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers received allege patient had pain and elevated ion levels after asr hip implant. Doi: (B)(6) 2010. Dor: not scheduled. Patient is residence of (B)(6). Update 9/6/2012. Patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right hip). Update 29 oct 2014 - der rcvd. Added dor, surgeon and sales rep details. Patient age and bmi, stem and sleeve products, expiry dates for all products and pain as a reason for revision.